Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump did not vibrate. Customer stated insulin pump was no longer giving them vibrate option, the vibrate function had stopped working about 2 weeks ago, they turned on and off the sound option but insulin pump did not vibrate. Self test was performed insulin pump did not vibrate during the vibrate test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring black. Customer returned insulin pump for an alleged audio/vibrate anomaly found on (B)(6) 2021. The insulin pump passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history file noted during testing. However, the insulin pump was unable to vibrate during self test. The insulin pump was cut open to perform visual inspection and found corrosion on the vibrator assembly. Corrosion was also found on the battery tube assembly. No corrosion or moisture damage found on the electrical board 1, electrical board 2, force sensor and motor assembly noted. A test case was used and the original electrical board 1, electrical board 2, internal battery and motor were installed. Powered the insulin pump on using the aa 1.5 volt battery and continued testing. The insulin pump successfully vibrate during the self test. Vibrate anomaly was confirmed due to corrosion on the vibrator assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads and a scratched case. Vibrate anomaly was confirmed due to corrosion on the vibrator assembly. Corrosion was also found on the battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.